Event description:
Philips received a complaint by the customer in a good faith effort (gfe) response on the v60 indicating that a battery charge was not detected. The device was reported to be in use at the time of the reported problem. No patient harm reported. In a good faith effort (gfe) response from the authorized service provider (asp) received it was stated that the battery charge was not detected. The asp then stated that during the onsite inspection by the field service engineer (fse), it was found that the doctor had not operated the device correctly and the battery was found to be normal without damage. No further work was performed or required by the philips fse or asp. Multiple good faith efforts (gfe) to the asp were attempted to obtain the patient information for the patient the device was in use on at the time of the initial event. No response or further information was received regarding the patient information. The investigation concludes that no further action is required at this time.